Manufacturer narrative:
Findings: no excessive "no delivery" alarm during testing. No rewind anomaly noted. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 458 mg/dl. The customer high blood glucose was treated with shot. The customer reported the alarm was resolved by an infusion set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 259 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit and pump alarmed no delivery. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. The customer stated the pump alarm during manual prime. The alarm that occurred during manual prime is no delivery. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.